Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. The patient underwent an ipg replacement procedure. The explanted ipg was not returned per surgery center policy.